Event description:
Device malfunction: none. Symptoms/ae: in-stent restenosis. Time of ae: approx one year after placement of stent. It was reported that approx one year post implantation of an rx acculink stent (which was placed to correct in-stent restenosis of an rx acculink stent) in the left internal carotid artery (lica) it was noted to have 90% in-stent restenosis. Post implantation of this stent, there was 15% residual stenosis. The pt was taken to the catheter lab where angioplasty reduced the stenosis to approx 30%. There was no adverse pt sequelae reported. Although requested, there was no additional info provided.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Restenosis of stented segment is a known possible adverse event associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.